Event description:
Customer states the active s system produced an undosed result of lo (less than 10 mg/dl). Customer reportedly received a blood glucose result in the 160's (mg/dl) following the undosed result. During a second incident, customer reportedly received result of lo (less than 10 mg/dl) and result in the 160's (mg/dl) within 10 minutes on the active s system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.